Event description:
It was reported that (1) mcm20 was used during an aortic aneurysm repair procedure. It was reported by the rep that the surgeon used the mcm20 and found clips were not advancing properly. The surgeon completed the case with a new mcm20. There was no consequence to pt.